Manufacturer narrative:
This event took place at a hospital in (B)(6) but since the device involved is also marketed in the us, we decided to report this to the FDA. The footrest from the site is being investigated. From the information available, we can conclude that the friction rubber strip on one side of the footrest compression mechanism fell off before the operator locked the footrest into place on the patient table, as the rubber was found on the floor. The footrest did not fall to the floor as it was held in place by the friction rubber on the opposite side of the patient table which was able to carry the weight of the patient.

Event description:
It was reported that the footrest slid down along the patient table while in use with a patient. The patient grabbed the patient table and did not fall.